Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. The customer reported having symptoms of vomiting, nausea, lack of focus, and being in and out of consciousness. The customer was wearing the insulin pump at the time of hospitalization. Customer stated that she is pregnant and the baby had an infection causing her to go into diabetic ketoacidosis. The customer was hospitalized for 6 days, 3 of which were in intensive care unit, 2 days were in the labor and delivery, and 1 day was in postpartum recovery. It was also reported that the customer's insulin pump had a blank display. Unable to troubleshoot.